Manufacturer narrative:
Eval of the returned product confirmed the reported issue one of the prongs on the male side of the buckle is broken off but still clicks into the female side of the buckle. However, when closed the buckle does not hold securely. Note: the instructions for use on washing instructions state: fasten all buckles to minimize damage during wash and dry cycles. During the washing, process, metal buckles could bend and quick-release buckles could crack or break. Do not put buckles through extractors. Always ensure that all buckles are in good working order and are not cracked or broken before each use. (B)(4).

Event description:
The customer reported that the male part of the gait belt with the prongs came off when trying to close the gait belt. The customer has had the gait belt for 1 year. The customer did not provide a date when this occurred. There was no pt incident or injury reported.